Event description:
Post-operative infant being cooled and lying on maxi-therm lite pediatric cooling blanket. Suddenly blanket started to leak at the corner where tubing enters blanket, spraying water over patient and parent sitting at bedside.